Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd nexiva¿ closed IV catheter system the tubing separated from the adapter.

Manufacturer narrative:
Investigation summary: DHR- the lot number was built / packaged on nfa line #1 from 17july2018 thru 19july2018. Review of DHR revealed all required challenge samples, set-up and in process samples were performed in accordance with the quality plan and all passed per specifications. No quality notifications were initiated during the build of this lot number. Received a catheter-adapter extension set along with a piece of top web (packaging) from lot number 8197833. The needle assembly was not returned. Visual examination: the extension tubing was inside the port of the y adapter (received condition). It was proceeded to perform the water-leak test : leakage was observed coming from within the port of the y adapter (connection). Signs of leakage (water) was observed within the port of the y adapter (around the edge of the tubing). During manipulation to perform microscopic examination the extension tubing became disconnected from the y adapter. Minimal traces of adhesive was observed on the edge of the extension tubing and on the y adapter port. The failure mode of detached extension tubing was caused by an insufficient amount of adhesive dispensed to fully bond the tubing to the catheter adapter. Based on the information provided, the effect of the device failure was leakage that did not require medical intervention. Conclusion(s): the manufacturing department identified the issue and took immediate corrective action on 11 sep 2018 by upgrading the vision system on both production lines to be able to detect adhesive that was not in the correct location. Holders for the adhesive dispense tips were added to the machine on 26 sep 2018 to better protect the tips from damage and becoming misaligned. CAPA 684099 has been initiated to further investigate this issue.

Event description:
It was reported that during use of the bd nexiva¿ closed IV catheter system the tubing separated from the adapter.